Event description:
The clinician reports the implant was inserted (b(6) 2023 in ada 5. Details of surgery: implant surface not completely covered with bone, bone overheating and sinus perforation. On (b(6) 2023, non-osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: swelling, abscess and fistula. No further patient complications were reported.